Event description:
It was reported that; a cage broke while loading onto the straight inserter.

Manufacturer narrative:
Risk assessment; product was discarded. Therefore device evaluation, device history review, complaint history review could not be performed. The root cause of the reported event could not be determined without device evaluation.

Event description:
It was reported that; a cage broke while loading onto the straight inserter.